Event description:
It was reported that in the last hour to hour and a half, the patient had been feeling stim. That was more spread out in her buttock area. The tapping used to be in her inner thigh. The stim. Seemed wider and faster and it hurts a little. The patient did have a fall a week ago, but didn't notice any problems. It was later reported that the patient requested a message be sent to therapy representative to see if they could be present at her next doctor appt. The patient wanted to have her device checked after a fall and she was receiving a new programmer from repair so needed to have her programs re-installed on her new programmer. The patient fell about 1 week ago and she twisted her neck / back. The patient did not think that she did any damage to the device and did not feel any therapy changes afterwards. But yesterday (B)(6) 2013, patient noted that her stimulation felt like "rapid tapping" and sensation seemed to spread out in buttocks area. The patient turned stim down and sensation went away. The patient had been increasing stim every week since implant per recommendation by her doctor. The patient was not sure if the fall caused any change in stimulation or if increasing the stim too much caused the sensation so she scheduled an appt with her doctor to be seen. It was later noted that the doctor's office knew how to program and will not need a representative to help this patient. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3 889-28, lot# va0489f, implanted: 2013 (B)(6); product type lead. (B)(4).